Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump's touchscreen did not respond on occasion and insulin delivery was delayed. There was no impact to the customer's blood glucose level. The customer was to use insulin injections for insulin delivery.